Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the blade mount, front housing, motor, press plug, and bearings. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The procedure was completed, and there was no medical intervention required. There were no adverse consequences reported as a result of this event.